Event description:
It was reported that the pt underwent the removal of impacted wisdom teet. The oral surgeon used a packing strip with iodine to pack the wound, even though the pt is allergic or sensative to iodine. The pt developed a post-surgical infection that gradually became more serious, and eventually developed into osteomyelitis, despite the administration of antibiotics. Various causative organims have been cultured.